Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted that there was varying resistance/impedance and the weekly pace measurement log data shows varying impedance and an abrupt increase for maximum ventricular pace is 440 to 2368 ohms peak between (B)(6) 2011. Oversensing was also noted, with ventricular with non-sustained tachycardia episodes 210 ms average and ventricular cycle between (B)(6) 2011. Ventricular fibrillation was also noted at 120 ms average ventricular cycle on (B)(6) 2011. Interference/noise was also noted, with ventricular short interval count of 21.9 counts average per day, in 29.4 days, between (B)(6) 2011.

Event description:
It was reported that the lead exhibited high impedance and oversensing. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.